Event description:
It was reported that the collimator closed down during a pain management procedure. No patient injury was reported.

Manufacturer narrative:
A ge representative has not yet evaluated the system.